Event description:
Our hospital has a sleep lab. In the past we cleaned the masks with glutaraidehyde. We went to a gluaraidehyde free environment and changed to ortho-phthaledlehyde. We did not change our cleaning policy. However, we had five incidents of potential chemical reaction. Our first reported incident was 2/2005. See picture attached. This was the most severe reaction. We were not sure what this patient's causation was but felt it had to be the mask due to the area. As the month progressed, as patient's came back to see the md, four other patients reports a rash. We took the masks out of the department and purchased new ones. We have not had any incidents after the period february 3,2006 to february 15,2006. Could the chemical residue stay in the plastic even after cleaning and was there a chemical reaction between the two cleaners? If so, would it be so small that only 5 people , who could have been supersensitive, had reactions. We have 2 masks on site if anyone feels it would be prudent to test the plastic.